Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped charging their ipg and later the ipg became inoperable. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.